Event description:
The pump was returned for investigation. Investigation revealed a dim, fading and reddish colored display and an internal clock battery malfunction. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 as follows: the display was observed to be dim, fading and reddish in color. The complaint of a time and date reset could not be confirmed on the black box download. The pump was exercised for 24 hours and the time and date was observed to have reset when the battery was removed. The pump case was removed for further investigation and an internal clock battery malfunction was observed; no corrosion was found under the internal clock battery component. The cartridge and battery caps were not returned with the product; a test battery cap was used to verify steps. (B)(6).